Event description:
The pt's wife reported, that the display screen of the pt's insulin infusion device is damaged. She stated, there is a black line at the top of the screen and the info in the middle of the screen is erroneous. She said, the pt inserted a new battery prior to the call, but it did not correct the issue. The pt will switch to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.